Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement of the recharger antenna didn't resolve the longer recharge time. It didn't matter where the patient moved it still took a long time. The patient said the circumstances that led to the issues are they slowed down and charged. No steps were taken to resolve the burning/throbbing. The patient was planning to talk to their doctor once they are done with their neck nerve blocker. The patient said it sticks out some and it hurts to feel it. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was having the same problems but described throbbing as burning instead, and that the issues were ongoing. Per the patient they met with a manufacturer representative (rep) who told them the recharger and implant were fine, but the health care provider (hcp) was considering revisioning or prepositioning the implant. The patient had last weight and noticed the implant was now "up to the skin" and kind of sticking out. They also noted that they charge when the implant is at least 3/4 full every sunday or monday, and that charging used to only take 20-30 minutes. Lately it took several hours to charge. It was noted the recharger antenna was damaged, so a replacement was sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an approximate. The event occurred sometime in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chest wall. It was reported the patient fell out of their tree blind which is 12 feet in the air. The patient mentioned they had one other fall this month. The patient noted that their back was always hurting, but stated the left side where the stimulator is located is throbbing really bad. The patient stated the healthcare professional (hcp) did x-rays and wanted a manufacturer¿s representative (rep) to doublecheck the device. The patient stated that they had back problems their whole life and stated the throbbing around the ins started after the fall. The patient also mentioned they were getting jolts. No further complications were reported.

Manufacturer narrative:
Product ID 37791 serial# unknown product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2018 additional information was received from the patient reporting that the patient was attempting to turn stimulation off using their insr, but was seeing the lightning bolt displayed. The patient checked with the patient programmer (pp) and the ins was off at 0v. Additionally the patient stated that they have an ins removal scheduled on (B)(6)2019. No patient symptoms were reported, or additional device complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-18. The patient stated that the jolts still happen every day. They have been getting injections every 3 months which has helped a lot. They had them about a month ago and it only helped a little. It is more on the left side. The throbbing is only once in a while. They take gabapentin 2300 mg a day. The patient stated that the x-rays did not reveal a device problem. No further complications were reported/are anticipated.